Event description:
During a review of a patient's programming history, it was found that the generator settings appeared to be different from what was intended at a routine office visit. A review of the device diagnostics did not reveal a faulted systems diagnostic test prior to the setting change however, the settings the patient presented are indicative of a faulted systems diagnostic test. The settings were adjusted at the follow up appointment further indicating the settings the patient presented were not what was intended. There were no reports of any patient adverse events as a result.